Event description:
It was reported that during a shoulder joint instability repair surgery, when the screw was implanted, it broke. The broken pieces were removed from the patient. A backup device was used to complete the surgery.

Manufacturer narrative:
The bioraptor suture anchor shows signs of encountering difficulty during the procedure. The inner shaft is extremely bent at the distal end. The forks of the outer shaft are also very bent. The anchor and inner threaded plug have been split from force. These observations are consistent with off axis insertion. The IFU cautions: ¿ensure that the anchor placement is aligned with the drilled hole. Proper alignment is essential for successful repair. Establish and maintain axial alignment of the suture anchor with the prepared insertion site. Caution: ensure that the anchor placement is aligned with the drilled hole. Proper alignment is essential for successful repair. Establish and maintain axial alignment of the suture anchor with the prepared insertion site.¿ it is also an unknown factor whether IFU recommended surgical site preparation with a spade drill bit was followed. No root cause associated with the manufacture of this device could be supported. No further investigation warranted.